Event description:
It was reported that the tip of an asahi regalia xs 1.0 guide wire had detached during a percutaneous peripheral intervention to treat a chronic total occlusion (cto) in the superficial femoral artery. The guide wire was used with a metal tip microcatheter (asahi corsair armet) when tip separation was noted. A snare was used to successfully retrieved the separated tip. The procedure was successfully completed with a new guide wire. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The reported regalia xs 1.0 was returned with its separated tip. Curvy deformation was observed at approximately 100mm distal to the proximal solder that was originally set at 120mm from the tip. At approximately 150mm distal to the deformed segment, the exposed coil was found elongated and fractured at the distal end. Microscopic observation of the deformed segment found that the polymer jacket was torn oblique, and the surface of the polymer jacket on the outer side of the curve was intermittently scraped off by contacting a hard and sharp object. From the torn end of the polymer jacket, the fractured core was found and exposed for approximately 6mm. Further observation found that the core was curved and had a necked fracture end which suggested that the core was fractured due to tensile stress. The fracture end of the coil was twisted and flat, inferring that torsion generated as the coil elongated had caused the coil fracture. The separated tip was approximately 10mm long and deformed into an alpha shape. The polymer jacket was partially pleated and the torn end was stretched. The ball tip remained attached at the very distal end. For observation purposes, the polymer jacket was removed. The coil was found fractured at approximately 7mm from the tip. The fracture end of the coil showed the same characteristics observed on the other fracture end. After the coil was removed, it was found that the exposed core was necked and fractured at approximately 6mm from the tip. Measurement of the returned guide wire suggested that the core and coil were returned entirely; however, it was unable to determined whether there were any missing parts of the polymer jacket. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the surface of the regalia xs 1.0 guide wire had most likely scraped by the metal tip of the concomitant microcatheter due to vessel tortuosity. As the manipulation of either the guide wire or the microcatheter was made, tensile stress was generated on the wire surface in contact with the metal tip. Consequently, the core was fractured, the coil was elongated and fractured with tearing of the polymer jacket on top of the coil. It was concluded that this event was not attributed to product quality. It was unable to completely rule out a possibility of retention of polymer jacket fragments. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. Do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.] If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. Separation of the guide wire.